Event description:
The customer reported to customer service that the "plastic cover" came off of the power supply for her breast pump when she went to plug it in. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not witness any smoke, fire, sparking or melting, but confirmed a breach in the transformer housing where the screws are located that occurred when she went to unplug it. She also indicated that the breach has occurred after only a few uses. Eval summary, for details of the analysis/eval performed on the power supply. In summary, the product eval revealed that the transformer housing was broken apart exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul 2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. A visual examination of the power supply revealed a crack in the transformer. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 54.8 ohms, which is normal and indicates that the thermal fuse did not blow.